Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a trial patient. The rep reported that the trial lead was defective. The rep reported that they couldn't use the lead due to it having a large curve. The lead was never used. There were no patient factors that could have led to the issue. Another trial lead was used. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the lead was returned. No further complications were reported.